Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(4) 2016, merge healthcare received information from an account that images were under and over exposed. This resulted in a delay in diagnosis and treatment as patients had to be rescheduled. It was further reported that no patient harm occurred as a result of the delay. The issue was found to be related to the sensor and the camera was sent in for repair. (B)(4).